Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. The pump was being returned to the service center with a report of "not sensing air in line." No specific pump programming or event details were provided. There were no reports of any adverse events while the pump was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found the device did not alarm when distal air was present. This was due to the air sensors were out of specification.